Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the service technician found that the attachment heated up during usage.

Event description:
Device was returned for an unknown reason. During the service technician found that the attachment heated up during usage. This is report 1 of 1 for complaint (B)(4).